Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that device had a broken battery compartment, scratched lens and intermittent power issues. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing or broken upon receipt, the battery compartment springs were corroded, and the downstream occlusion sensor and lens were torn. No error codes were found in the ehl (event history log). The customer reported issue was duplicated during the investigation as resin the battery compartment is starting to break away by the hinge and fluids had intruded into the battery compartment corroding the springs causing intermittent power issues. Root cause of the reported issue is attributed to the customer. Replace the battery compartment, door and lens. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.